Event description:
Caller reported a neonate inform blood glucose result of 450 mg/dl at a time when the patient was presenting symptoms of hypoglycemia. A lab sample was drawn within 10 minutes of the inform test, lab result was 42 mg/dl. No treatment was reported; the patient was not treated based on the meter reading. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.